Event description:
Plaintiff alleges the development of an allergy to latex as a result of direct and indirect exposure to latex products. Further alleges the loss of the society, consortium and services of her spouse and suffered an economic loss.